Event description:
It was reported that before a procedure, it was found that the outer seal came off inside the sealed package. When the package was opened, it fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. However, the original package was not returned. The device was visually inspected and there were no missing pieces observed. The device was observed to be conforming to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.